Event description:
The hearing aid (h/a) user reported that the waxguard came unseated from the hearing aid while worn and fell into their ear. The h/a user's physician removed the waxguard from the ear.